Manufacturer narrative:
Event description continuation: ablation lesions each lasted approximately 30 seconds. Visitag was used. Patient received anticoagulant (heparin) beginning the morning of the procedure and during the procedure with activated clotting time maintained in an unspecified range. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) and superior vena cava isolation (svci) ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cerebrovascular accident. Pre-procedure computed tomography (CT) and echocardiography were negative for thrombi. Ablation was performed in the following order: left pulmonary vein at 30 watts with 25 watts on the posterior, right pulmonary vein at 30 watts with 35 watts on the lower anterior, superior vena cava, left pulmonary vein carina, and right pulmonary vein carina. Procedure was successfully completed without incident. Physician spoke with the patient late in the evening of the procedure. The following morning, the patient was assessed as having possible unilateral paralysis and a CT revealed findings consistent with the potential for cerebral infarction. There is no information regarding extended hospitalization or intervention. Patient outcome is unchanged. It was noted that the physician did not inspect the catheter tip for char upon removal. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Physician indicated that the adverse event may have been the result of any of the following: a thrombus may have formed and attached to the ablated myocardium, which was assessed as applicable for all types of catheters, char may have been created during ablation and released when the ablation catheter was pushed through the sheath, which was assessed as doubtful, and a possible pre-existing thrombus, which was assessed as unlikely, as the pre-procedure CT and echo were negative for thrombi. It was noted that the physician has observed thrombi formation on smarttouch sf catheter tips in the past.